Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
The patient experienced discomfort due to the ipg location. The patient underwent a revision procedure wherein the battery was relocated and remains implanted. The patient was doing well postoperatively.